Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, it was found that there was a foreign substance in the sterile package before opening the package. Thus, the product was not used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the foreign substance could have been blood, insect, hair, or biological matter? Please confirm no further information is available. Are there any photos available for visual analysis? No further information is available. What is the lot number? No further information is available. No further information will be provided".